Manufacturer narrative:
B3: event date: this event occurred between (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two (2) clearlink system continu-flo solution sets separated from the y-site. This occurred when opening the package and priming the line prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h4 and h6. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that the tubing was separated from the second y-site clearlink at the upstream part. The reported condition was verified. The cause of the reported condition could not be determined; however, the potential cause was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.